Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was placed in the patient post ventricular tachycardia (vt) arrest with statlock as securement. The customer had changed the statlock several times. It was discovered that the iab had migrated and was found by x-ray to be in a position approximately 7.5 cm lower than expected. The iab had been inserted via femoral artery. The morning after the statlock was changed, the patient had experienced mesenteric artery and bowel infarct. The customer attributes the patient's death to mesenteric artery infarct, complicated by refractory vt arrest and subsequent extracorporeal membrane oxygenation (ECMO) treatment. A separate report will be submitted for the intra-aortic balloon pump(iabp) involved.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213): the review of the historical data was performed. Trend analysis (4110/213): the overall complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4). H3 other text: device not returned.

Event description:
N/a.